Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The service evaluation revealed the cable isolation is damaged by cuts. However, no connection issues were observed with the shaver blade during device testing. The most likely cause for the observed condition can be attributed to improper device handling.

Event description:
It was reported that during an acromioclavicula (ac) decompression surgery the shaver handpiece ar-8332h (sn (B)(6)) damaged the burr ar-8400obe (lot: 15496415). The burr got torn up in the bottom where it was connect to the shaver. Plastic pieces remained in the shaft of the shaver handpiece. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.